Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in a cartridge case. Visual inspection found white and clear residue on lens surface and a piece of haptic missing. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a micl12.6, -6.5 diopter, implantable collamer lens in the patient's eye on (B)(6) 2017. During insertion, the lens inverted and rotated. The surgeon had to enlarge the incision to explant the lens. The lens was intraoperatively exchanged with a back-up lens and it was successful. The patient is currently fine.